Event description:
A malfunction with code malf 12 was reported, and the technical support provided information to reset the pump. Blood glucose level was 141 mg/dl, indicating no adverse impact on the customer's blood glucose. After resetting the pump, the malfunction did not recur, allowing the customer to continue using the device. Technical support advised calling back if any issues reappear and followed up with the customer's mother to convey the resolution.